Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed to be dripping out of the cartridge tubing during the load fill tubing sequence. Tandem technical support advised the customer to perform a cartridge change to address the issue. Blood glucose level was 160 mg/dl. Tandem technical support attempted to follow up with the customer multiple times to determine whether the issue was resolved; however, no response was received.